Manufacturer narrative:
Device evaluation: the lens was returned dry in a specimen cup. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens work order search was performed, no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was torn/broken before injection into the eye, and was not implanted. The back-up lens was used. As of the date of MDR submission, the lens has been returned, but not yet evaluated.